Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with asystole due to cross talk and a pacing problem with the cardiac resynchronization therapy defibrillator (crt-d). The device was reprogrammed and the ventricular safety pacing (vsp) feature was turned on. The device remains in use. No further patient complications have been reported as a result of this event.